Event description:
Near the end of a routine hemodialysis treatment the caregiver experienced unrecoverable venous air alarms. High venous pressure alarms were also triggered indicating that the cartridge circuit was likely clotting. The patient's blood was not returned, which resulted in a 210cc blood loss. No medical intervention was required.